Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/doses via an implantable pump for non-malignant pain. It was reported that the patient stated their controller was 'off kilter' and did not have the correct time. Patient also stated they went to have their pump refilled today and the pump was alarming before and after the refill, and the time did not reset like they were told that it would. Patient stated they were told to bolus and the handset should 'reset itself,' and the pump alarm should then stop. Patient described the pump alarm as a single long steady tone. Patient stated when this happened, they saw a service code on the handset letting them know the reservoir was low, and thought the service code might have been 097, but was not able to confirm. Agent assisted the patient in updating the handset time and date. Patient already connected to pump and read out an expected lockout. Patient confirmed 'no active alerts' in myptm app. Pump time: (B)(6) 2024 17:06pm, which matches patient's local time. Bolus duration: 1 minute lockout duration: 1 hour dose restriction: 1 bolus / 1 hour max activations: 5 boluses / day expected refill date: (B)(6) 2024 (patient already had refill scheduled around (B)(6) 2024). While on the call, patient mentioned they had a double mastectomy on friday and before that surgery, they had been anxious about it, had diarrhea, and was not feeling good, so they could not get to the spine center to have the pump filled until after the surgery. Patient stated the previous equipment with their first pump was wonderful and patient inquired if they could just get the pump explanted because of all this they had to go through. Patient stated they would call healthcare provider (hcp) office again.

Event description:
Additional information from the healthcare provider (hcp) reported that the cause of the programmer's time being incorrect was due to a "defect in personal therapy manager (ptm) device". A new device was ordered. Additionally, the pump alarming after refill was resolved as the patient came back in and "alarming was fixed".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, lot#/serial# (B)(6). Product ID a820, lot#/serial# unknown, product type software. Product ID a820, lot#/serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.